Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during testing. All operating currents are within specification. The insulin passed functional testing including self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer stated that while she was in the hospital, the insulin pump was suspended and put in a bag and it got wet with insulin. Blood glucose value was 174 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced. Customer's grandmother would be calling to acknowledge the replacement policy and approve the return of the device.